Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery failed alarm, critical pump error (open book image), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with a flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error (open book image) alarm or failed battery test alarm due to flashing medtronic logo. Unable to download pump's history and trace files using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Force sensor zero offset within specification (23.47 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and scratched case. In summary, customer allegation for critical pump error (open book image) alarm and failed battery test alarm was unable to be confirmed due to flashing medtronic logo. Flashing medtronic logo due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Blank display not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.